Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 9. Details of surgery: ridge augmentation. On 2023-10-23, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain, increased sensitivity and inflammation. No further patient complications were reported.